Event description:
It was reported to philips that the system was unable to acquire the live image. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use when the issue was identified. The procedure was completed as planned by using the same system by adjusting the patient height and weight. A field service engineer (fse) visited the site and confirmed the reported problem. After reviewing the log, fse found the acquisition unit reported an error that the x-ray function was unavailable due to an exception from the essential mip service. Upon troubleshooting, the generator failed to find the correct kv and ma settings during testing. To resolve this, the engineer checked iq level 1 performance and the issue was likely due to the system's limit and the patient's body size. The issue did not occur with the next patient, confirming the system was functioning as intended.at the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the information gathered, the procedure was not impacted, enabling the customer to successfully complete as planned as it as scheduled by utilizing the same system while adjusting for the patient's height and weight. The procedure was finalized without a delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable.the codes were updated based on the investigation outcome.